Event description:
A malfunction alarm identified as "malf 0" was reported, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to call back if any further malfunction codes appeared.